Event description:
It was reported a foot surgery was performed on (B)(6) 2013 for a broken distal mid-thread due to a fall. Within nine days of being released and on light duty activities at work, an x-ray confirmed a bent and broken pin. A revision surgery will be performed in the future the date is unknown. No other condition of the patient provided. This report is for 1 pin, part and lot number unknown. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 1 pin, part and lot number unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Incorrectly reported on the initial as may 5, 2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.